Manufacturer narrative:
Concomitant product(s): - unknown tibial component; unknown femoral component.

Event description:
It was reported that a patient underwent left total knee revision approximately 21 post implantation due to poly wear. The bearing was removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2017-00191).

Event description:
It was reported that a patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision of the articular surface for an unknown reason. It is now reported that the patient's revision has been cancelled due to vascular occlusion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Photographs of the explanted device immediately after explantation were provided. The bearing exhibits heavy wear on the medial condyle and some delamination of the surface of the lateral condyle. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the after a knee arthroplasty that the patinet is being considered for a revision for unknown reasons.